Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl and diabetic ketoacidosis and vomiting. The customer alleged that the pump was the issue; however, specific cause was not clarified. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and an electrocardiogram test was performed (results not provided). Reportedly, the customer reverted to an alternate pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.